Manufacturer narrative:
The field service engineer (fse) performed an instrument check, a sample probe check, adjusted the camera and checked other parts of the instrument. The instrument check failed initially. Liquid flow cleaning was performed and the instrument check was run again; the instrument check failed again. It was noted that the measuring cell is 1 year old. Calibration and qc were acceptable. This event occurred in (B)(6).

Event description:
The initial reporter questioned results for multiple patient samples tested for multiple assays on a cobas e801 module. Based on the data provided for 76 patient samples, the results for 12 patient samples were discrepant when tested for ft4, vitamin b12, ferritin, ft3, tsh and probnp. It is not known if any incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No reagent lot numbers with expiration dates were provided. Investigations are ongoing.

Manufacturer narrative:
Fields results and conclusion codes have been updated. The investigation determined that the issue found by the field service engineer was the root cause of the event. No further issues were reported after the field service engineer performed the adjustment.